Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and mildly calcified left anterior descending artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. The patient was in good condition post-procedure.